Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an or sponge. The customer reports fraying 4x4 lap sponges. The exact details for each incident is unknown but there were no reports of patients being harmed. The customer believes all issues were found prior to use.